Event description:
It was reported that while lifting a 150 pound engine, the patient heard a noise and felt grinding in his shoulder. A radiographic examination identified that the tm glenoid had fractured. Revision surgery has not yet occurred.

Manufacturer narrative:
Investigation in process.